Manufacturer narrative:
A medtronic representative went to the site to replace the system control unit (scu) and test the equipment. The scu was replaced and the hardware, software, and instruments passed the system checkout. The system was then found to be fully functional.

Manufacturer narrative:
Return requested for suspect polaris spectra system control unit (scu) camera (B)(4) 2016. No parts have been received by manufacturer for analysis. On (B)(4) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Scu hardware failure reported by ndi tool application. No further issues have been reported.

Event description:
A site representative reported that from time to time, their navigation system displays an error message that connection to camera is lost. The navigation system required restarting to clear the error message. In trouble-shooting, it was found the ndi utility application displays red cross on polaris spectra system control unit (scu) status, there was a message - hardware fault. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect polaris spectra system control unit (scu) finds that when connected to a known good system the scu powered up without a fault light. However, a check of the event log revealed a history of intermittent internal strober error. The reported issue was confirmed to be caused by an electrical failure. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.